Manufacturer narrative:
Additional information was received that the pace/sense portion of this lead was surgically abandoned and a new pace/sense lead was successfully implanted.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance less than 200 ohms. Boston scientific technical services (ts) discussed an episode in the logbook that was caused by non-intrinsic noise on the rv pace/sense chanel pointing to a lead issue. The field representative indicated discussing this information with the clinic. There were no adverse patient effects reported.